Event description:
It was reported that the pulse generator had no ventricular capture, and the elective replacement indicator (eri) tripped after only two months of implant. The device was explanted.

Manufacturer narrative:
A review of the device image data showed that there were battery voltage measured data anomalies and the elective replacement indicator (eri) set 2 months post implant. Daily battery voltage data showed sharp changes from 2.98 v to 0 v. Eri was tripped by the random changes in battery volt- age measured data below 2.5 v. At the start of preliminary testing battery voltage was normal at 2.75 v and throughout all phases of testing the measured data anomaly could not be reproduced. The cause of the anomaly is unknown.